Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that approximately five months after implant, this pacemaker was explanted due to an unknown reason. A new device was implanted and no additional adverse patient effects were reported. Further information was requested but at this time, it is not available.